Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the surgeon indicated that the 30mm annuloplasty ring was explanted after implant due to regurgitation of the native valve. The patient was placed again on cardiopulmonary bypass and the ring was replaced by a 28mm annuloplasty ring. Per the operative report: a retractor was placed exposing the mitral valve. The mitral valve demonstrated a relatively preserved anterior leaflet; however, the chordae were elongated to the a2 segment. Additionally the posterior leaflet demonstrated a relatively mobile posterior leaflet except for an area of p3 which demonstrated thickening and foreshortening. Pledgeted 4/0 ticron sutures were used to shorten the chordae for the a2 segment on the anteromedial papillary and posterolateral papillary muscles. The valve was sized from trigone to trigone arid a size 30 seemed appropriate. A series of 2/0 ticron sutures were placed mattress style throughout the annulus of the valve. These were then brought through the valve ring and the valve ring was tied down. The valve was tested and this demonstrated excellent leaflet apposition. The patient was subsequently weaned from cardiopulmonary bypass. Post procedure echo demonstrated moderate mitral valve regurgitation in the area of p3; however, the anterior leaflet appeared to demonstrate good chordal height. Because there was still moderate mitral valve regurgitation, another run of cardiopulmonary bypass was warranted with possibly downsizing the mitral valve ring. The patient was recannulated, cardiopulmonary bypass was reinstated and the patient was allowed to cool to 32 degrees c. There were no gross problems with the posterior leaflet identified however in the area of the p3 segment, it was noticed to be retracted and not coming up to the annulus. Some prolene sutures were placed however these did not make the valve any better so the previous size 30 ring was removed and a series of 2/0 heron sutures were placed mattress style around the mitral valve annulus and these were brought through a size 28 valve ring. The valve ring was tied. The valve was tested and once again the test demonstrated minimal leakage. The left atriotomy was closed. Post procedure echo demonstrated good ventricular function, now mild mitral valve regurgitation and a mean gradient of approximately 2 mmhg across the mitral valve annulus.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device will not be returned for evaluation as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On (B)(6) 2011 the surgeon provided information that the device was explanted due to regurgitation of the native valve and not due to any malfunction of the device. However, the patient had been taken off cardiopulmonary bypass during the process of explant and implant from the 30mm device to the 28mm device. Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In the case where the patient is taken off bypass, this may require extended operative and total bypass time, which increases the risk of the procedure. This has been substantiated by the operative notes provided by the surgeon.